Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
Field service reported that during preventive maintenance, the console (aic) was noted with corrosion in pbm. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) system self check error has been completed. Console logs from the reported day of event are consistent with complaint and show persistent communication errors of sau_powermod_1. There were no such issues the last time console was used in the field, prior to its pm. Inspection of the pbm revealed corrosion on both sides of the board due to electrolyte leak from supercaps c69, c70, which has impacted a neighboring rs232 communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.